Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they were unable to achieve any coupling bars and were unable to charge. It was noted the patient programmer (pp) and clinician programmer were both able to communicate with the implantable neurostimulator (ins). It was noted there wasn't another recharger available to try. The rep. Was able to palpate all four corners of the device and there were no pocket issues. The antenna head was placed directly over the ins, and the antenna locate (al) feature was used, with the top number being 44 and the lower left and right numbers were 44 and 46 respectively, but the issue wasn't resolved. Imaging was performed which confirmed the ins was flipped. The physician was able to flip the device over allowing the patient to charge. The patient was being scheduled to have the ins anchored back down. Relevant medical history includes non-malignant pain.